Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2025. The delivery sheath was prepared per IFU. During the procedure, while advancing the delivery sheath through the septum, the tip of the dilator tore. The delivery sheath had made contact with the guidewire prior to noticing the torn tip. The delivery sheath was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that during the procedure while advancing the delivery sheath through the septum, the tip of the dilator tore. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.